Event description:
Through a market research patient oriented program, a market researcher reported that surgeons perceive this manufacturer's intraocular lens (iol) to perform worse than its competition on presence of glistenings following implantation. Patient impact is unknown. Follow up will not be able to be conducted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number of any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. This complaint was opened due to information from a market survey final report which contained a swot (strengths weaknesses opportunities and threats) analysis power point slide alleging the preceived performance of the acrysof iq lens with presence of glistenings following implantation when compared to other lenses. Not enough information was provided for further investigation. No further information is expected. (B)(4).